Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 08-june-2024, it was reported by the patient that three infusion set cannula was crimped within 3 hours of insertion. Infusion set was placed in abdomen. Patient replaced infusion set and resumed insulin successfully. No further information was available.